Manufacturer narrative:
This report is submitted january 10, 2020. (B)(4).

Manufacturer narrative:
This report is submitted on december 23, 2019.

Event description:
Per the surgeon, the patient experienced an infection at the implant site which was treated with oral antibiotics. The device was explanted (B)(6) 2019. The patient was not reimplanted with a new device.